Event description:
In 2000, the pt contacted the MFR's product complaints mgr and stated the following: the device was implanted in 2000. Pt experienced extreme pain in the right flank two (2) days post implant. The pt's oncologist told the pt that there may be extravasation. The device may be defective or may have been cut during the implant procedure. An x-ray was taken at the facility. No embolism or leakage was noted. The pt stated that the device was coated with a crystal like substance; the pt thinks the term used was "fibrin sheath". As a result, the device was explanted. At the time of explant, the pt instructed the surgeon and the facility staff that the pt wanted the device returned to the MFR for analysis to determine whether it was defective. The surgeon informed the pt that he found no problem with the device. The pt later found out that the device was discarded and feels that there must be a reason that the surgeon/facility discarded the device. The pt feels the surgeon may have cut the catheter during implant and that is why the device was discarded? The pt also had a replacement in the right chest wall, same catalog#, later in 2000. The device has been aspirated, infused and flushed many times since the implant and no problems have been encountered. The replacement device is functioning as intended. The pt was adamant that the surgeon may have cut the catheter during the implant of the first device and that is why it was discarded. The pt was informed that since the device in question was discarded, the MFR's investigation would be limited to a trend analysis and review of the device history record. The pt wanted the MFR to know of the pt's experience and requested to be informed in writing of any investigation that the MFR could provide regarding the explanted device. No further details were provided.